Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: the implant surgical notes indicate that the patient had a varus deformity which required deep release of the mcl. It is noted that the trials and final reductions revealed an excellent range of motion, stability, and restoration of alignment. The revision surgical notes indicate a definite palpable gap between the quadriceps tendon and the medical musculature. The patella was found to be subluxated laterally. Scarring was identified in the lateral gutter. This was restored and the patella was then found to track relatively well. It is noted that the femoral and tibial components were found to be well positioned and aligned. The articular surface was revised from a 14mm to a 16mm. It is likely that the defect between medical musculature and the quadriceps tendon along with the scar tissue was a contributing factor in the reported subluxation. Evaluation codes: the investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the patient underwent an additional procedure due to pain and subluxation.